Event description:
Customer reportedly obtained results of 424 mg/dl and 311mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: hctz25/lisinopril - ~1 month